Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5)

Event description:
N/a

Manufacturer narrative:
The getinge field service engineer that encountered the issue replaced the connector. Device passed all functional and safety tests according to factory specifications. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) the failure analysis and testing dept. Received a broken fiber optic connector. The fat performed a visual inspection and found the part to be broken where the fiber optic cable plugs in. Verified the reported issue but no root cause for damage determined. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit's fiber optic connector is broken. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.